Event description:
The customer stated that the org-9110a receiver associated with the telemetry transmitters has signal loss on multiple channels. This receiver can not receive pt info on any channel.